Event description:
The target lesion was proximal to mid lad. It is unknown if the lesion was de-novo, but was heavily calcified and moderately tortuous. There was 100% stenosis. It was an emergent case due to an ami. Radial approach was chosen for the procedure. Pre-dilation was conducted with a bc (ottimo, 2.5/15mm) and then cypher (3.0/23mm: complaint product) was delivered to the target lesion with difficulties due to the heavily calcified vessel. When the cypher was inflated up to approximately 8 atm, the balloon ruptured. Balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the physician immediately retrieved the sds of the cypher and post-dilation with a bc (bp22, 3.0/15mm) was conducted to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was mistakenly discarded by the nurse. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Balloon burst is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that vessel/lesion characteristics (heavily calcified and 100% occluded) may have contributed to the reported event.